Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, cells were noted to be growing visibly from under the anterior capsule rhexis edge and onto the lens surface. The patient's vision decreased and the cells were treated with the yag laser. Additional information was requested.

Manufacturer narrative:
The sample device was not returned for investigation. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).